Event description:
A (B)(6) year old female delivered an infant by cesarean section and at the end of the procedure when the drape was removed, the pt was found to have a 1" burn on the upper abdomen. The skin surrounding the burn was trimmed and steri-strips were placed. Medical engineering tested the bovie used during the procedure and no defect with the equipment was found. Investigation is ongoing at this time.